Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 3:07 pm, the meter result was >8.0 inr. At 3:09 pm, the meter result was 5.1 inr. At 4:15 pm, the meter result was 5.2 inr. The customer's therapeutic range is 2.0-3.0 inr and they test weekly.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The first measurement the customer got resulted in an out of range message > 8.0 inr. Afterwards within few minutes, he received two lower similar measurements which indicates that during the first measurement a sample handling problem occurred. It is highly assumed that the sample for the first measurement was diluted by remaining liquid from the finger after cleaning/ disinfection. This will increase the inr.